Manufacturer narrative:
Date of event was approximated to (B)(6) 2022, the date bsc was made aware of the event as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code: (B)(4). The complainant indicated that the device was disposed and is not expected to be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed to treat prolapse. During the procedure, the dart detached inside the patient during deployment and fell into the patient. The dart remains in the patient. There was no attempt made or reported additional intervention to retrieve the detached piece. The procedure was completed with the same device. There were no patient complications reported as a result of the event.